Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The hp femoral impactor/extractor is cracked.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database for product code 950501171 found previous investigations have been conducted for impaction shoe fracture. The root cause is attributed to supplier design. A change in material was approved and implemented on (B)(4) 2014 in order to minimize further risk of failure. Reference eco-436430. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.